Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Based on the limited information received from the customer, risk documentation could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome described of leakage is assessed at multiple points in the rmf. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, whilst draining an intravenous drip of levofloxacin sodium chloride solution for a patient, a nurse discovered fluid leaking from the catheter of a closed-system intravenous catheter, rendering it unusable.